Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, pn unknown, ln unknown. Unknown cup, pn unknown, ln unknown. Unknown stem, pn unknown, ln unknown. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-11275; 0001825034-2018-11276; 0001825034-2019-00224.

Event description:
It was reported that patient underwent revision 6 years post initial hip arthroplasty due to pain. Attempts were made to obtain additional information; however, none was available.